Event description:
Pt in o.r. For left l4-5 exploration, laminotomy and possible disectomy. During course of disectomy, the cross hinge pin from a small pituitary rongeur disengaged from the instrument. Search for pin initiated, however, could not be identified. X-ray taken, pin located. However, not palpable or visible. Given the minute size, it was decided to leave it in. Pt notified.